Manufacturer narrative:
H6: updated codes to reflect change from nds3025 to nds4185 and c50499 to c50789. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they received a letter regarding their previous contact however they did not provide content or answers. The patient added that they talked to their healthcare provider (hcp), and then they were redirected to the manufacturer. The patient then mentioned that every now and then, their stimulation "surges," and that they're never in an airport or going through security gates. The patient also wanted to know how their implant battery was and confirmed that they had no recent fall or trauma. The agent reviewed general therapy information and redirected the patient to their hcp. The patient requested assistance in setting up an appointment with the manufacturing representative (rep) present. The agent sent an email to the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they contacted the doctor who manages their device and had an appointment on (B)(6) 2026. The cause of the "stimulation surges getting stronger and come back down on its own" was determined and the patient noted the likely cause as being "nearing end of battery life." The steps taken were noted as being "[company] to recheck battery in october." The patient reported the issue has been resolved as the rep changed up the stimulation programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were "having some issues with it starting to surge". Patient stated that the stimulation "surges", gets stronger and comes back down on its own. The patient added that sometimes its just a little bit and sometimes it's a lot more, and they feel like it's going right to their tailbone.  The patient mentioned that it's been going on for a week or two, and it doesn't happen all the time. The patient wanted the representative to contact them to address the issue. The agent offered to walk the patient through connecting to the ins, but patient stated that they will just call the representative. The agent documented reported events.

Manufacturer narrative:
H2: correction submitted to include consumer as report source for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.